Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot mar 02, 2020 a DHR review was not performed for this pi. This lot was manufactured by brandywine. Part number: 04.614.014, lot number: 29p0864 , part manufacture date: 12/06/2019, manufacturing location: brandywine , part expiration date: n/a , nonconformance noted: n/a . A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the synapse screw assembly was processed through the normal manufacturing, inspection, and packaging operations. The product lot met all manufacturing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history review the product met all manufacturing and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during an unknown surgery two (2) screws broke while finalizing screw with torque handle. The procedure was completed successfully. There was no surgical delay. No patient consequences reported. Concomitant device reported: unknown torque handle (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Additional product code: kwp, mnh, mni. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that a screw was broke during an unknown surgery. The procedure was completed successfully. There was no surgical delay. No patient consequences reported. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).